Event description:
Follow-up identified the issue resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with two scs systems (occipital and thoracic). It was reported the patient's occipital scs ipg became inoperable during a recent system revision. Reportedly, troubleshooting was attempted multiple times to no avail. As a result, the physician opted to explant and replace the ipg during the same surgery on (B)(6) 2017.

Manufacturer narrative:
The CAPA investigation was initiated on 02/23/2016 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.